Event description:
A distributor reported that a usb port on a pump was broken, preventing the cable from being inserted and the pump from being charged. There was no information available regarding the impact on the customer's blood glucose level. The device was set to be returned for further evaluation, and a replacement pump with a new serial number was organized.